Event description:
The physician reports that the crystalens haptic tore when delivering the lens using the staar surgical lens injector system. Delivery was attempted with a second lens, however, this haptic also tore during delivery. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. A third crystalens was implanted successfully and the pt's prognosis is good. Reference: MDR # 2031924-2008-00145.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system.